Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Upon review of the lot history records, nonconformances were discovered relating to device malfunction. Mentor will address these nonconformances within the quality system. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: anisomastia. Date of explantation: (B)(6) 2022. FDA correction/ removal reporting no.: 3005423519-10/12/2021-001-r. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/latino female patient underwent a breast augmentation surgery with implantation of a 210cc mentor smooth round high profile saline breast implant prosthesis. Post-operatively, the patient observed that her left and right breasts have changed in size. A consultation with a medical professional was conducted, but no diagnosis was made. As a result, the patient will undergo removal on (B)(6), 2022. Refer to manufacturing report number 1645337-2022-04933 for the contralateral event.